Event description:
It was reported that 2 of the bd discardit¿ ii syringe were broken causing leakage. The following information was provided by the initial reporter: 5ml syringe is broken from the middle which is causing leakage.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned for the reported issue of ¿syringe broken from middle¿ with lot number 2311830 regarding item # 300847, so retention samples were used for the investigation. The investigation and simulation were carried out on one retention sample where the investigating team has visually tested the samples for ¿syringe broken from middle¿ and no leakage was found in the one retention sample. The DHR of material number 300847 with lot number 2311830 was checked and there was no quality notification found on this lot number from its production date to its dispatch on date. The exact root cause can only be determined if we receive the original sample. The root cause cannot be determined. The complaint cannot be investigated further. Complaints received for this device and reported condition will continue to be tracked and trended. OEM manufacturer: the manufacturing location for this product is bawal, india. This site is not registered with the FDA. Therefore, bd corporate headquarters in franklin lakes, nj has been listed and the franklin lakes FDA registration number has been used for the manufacture report number.